Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the device shows the blue sleeve is cracked. Damage is too severe for dimensional analysis. The device exhibits wear & tear that indicates successful use during a potential field age of approximately 4 years 3 months. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sleeve of the stem inserter fractured and would not assemble with the implant. Attempts have been made and additional information on the reported event is unavailable.